Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
Controls had been run on the meter on the day of the event and the results were within the acceptable range. The test strips were requested for investigation, however, there are no test strips remaining to return.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). The result at 11:30 a.m. Was 366 mg/dl. The result at 11:32 a.m. Was 277 mg/dl. The result at 11:33 a.m. Was 259 mg/dl.